Manufacturer narrative:
We could not perform a hands-on evaluation on the graft since it has been discarded by the user facility. We have sent a list of follow-]up questions to the hospital but have not yet received a response despite our repeated attempts. The investigation is ongoing, but our inquiries are not getting any more response due to the increasing covid-19 situation in europe. We have released a total of (B)(4) units of albograft vascular graft from this lot number. This graft catalog# amc6006; lot# 211047 serial# (B)(4) was sold to the hospital on (B)(6) 2018. We have not received any other complaints related to a similar incident for this lot number. Our review of the lot history records for this graft did not reveal any issues that could have contributed to this event. We have also reviewed our complaint history for last 5 years. We did not find any other complaints related to a similar issue reported to us by other hospitals. Please also refer to manufacturer incident report# 1220948-2020-00106 relating to another case of thrombosis that occurred at the same hospital after implanting albograft vascular graft. We have received a total of (B)(4) complaints from this hospital on the same day for this issue with the same exact description which raises questions on how these grafts were prepared and implanted, including any postoperative care provided to the patients. We have also reviewed our risk document. The current rate of occurrence for this issue is within our expected rate. Our IFU mentions a list of potential complications including thrombosis that occur with the use of albograft vascular graft.

Event description:
Prosthesis thrombosis. Fem-pop arterial bypass. Need of another surgery to replace it.